Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found with the black wire damaged. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.